Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, with a current fill estimate of 17 units versus the expected 245 units. There was no adverse impact to the customer¿s blood glucose level. The caller followed necessary steps to address the issue, including reloading the cartridge with assistance, and planned to monitor the situation and follow up if necessary.